Event description:
The pt reportedly developed a site infection. The pt's device was explanted. Reimplant surgery is not under consideration at this moment. Advanced bionics is currently in the process of obtaining additional info. When additional info is received, a supplemental report will be submitted.